Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that a pump malfunction caused a patient hospitalization. It is unknown if the product fault occurred while in use with the patient. The unknown product issue did cause or contribute to patient or clinical injury with hospitalization and medical intervention was provided. No additional information was provided.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted.